Manufacturer narrative:
The patient is currently taking lorazepam. Lorazepam is metabolized and mainly present in the urine as glucuronides. The benz plus assay does not contain glucuronidase enzyme, therefore, the lorazepam glucuronides are not detected by the assay without pre-treatment with glucuronidase. Per product labeling. "Many benzodiazepines appear in the urine largely as the glucuronidated conjugate. Glucuronidated metabolites may have more or less cross-reactivity than the parent compound." It was determined that the assay is working according to specifications.

Manufacturer narrative:
The field service engineer (fse) performed a baseline check on all probes, rinse nozzles, pipettors, and water pressures. The fse cleaned the tubing of both sample probes and verified all pressures and adjustments. The investigation is ongoing.

Event description:
There was an allegation of questionable benz benzodiazepines plus results for 1 patient on a cobas pro c 503 analytical unit compared to a triage meter and gc/ms testing. On (B)(6) 2023, the patient had 2 separate urine samples that tested negative for benz on the c503 analyzer. The results were reported outside of the laboratory. The doctor questioned the results as the patient is currently taking a benzodiazepine medication and the samples were repeated on another analyzer. The samples were repeated on a triage meter. The first sample had a result of 153 ng/dl, interpreted as positive, and the second sample had a result of 439 ng/dl, interpreted as positive. On (B)(6) 2023, the patient had a third urine sample collected that tested negative for benz on the c503 analyzer. The sample was repeated on a triage meter and the result was 44 ng/dl, interpreted as positive. All three samples were also sent out to a reference laboratory and all three samples gave positive results via gc/ms testing. The positive results were deemed correct. The c503 analyzer serial number is (B)(4).